Event description:
It was reported by the customer that upon power on the device will lock-up with a white screen, and the on/off button will not function at that time. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device. The system controller pcb assembly was replaced. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a temperature sensitive ic chip, designator u18.